Manufacturer narrative:
The evaluation results code grid, component code grid and conclusion code grid has been updated/corrected in this report. In this report, box d, h has been updated/corrected.

Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer received information in relation to a dream station auto CPAP unit. The device was returned to a third-party service center due to the foam recall. There was no patient harm or injury reported. During the evaluation of the device, the service center visually inspected the device and found no visible foam particles. The scratched lcd screen, damaged bottoms on upper enclosure, bottom enclosure damage and connector damage. In addition, the device was scrapped.